Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose and auto suspend is not working. Customer¿s blood glucose at the time of incident was unknown. Patient's current bg: 48 mg/dl. The customer was treated with juice. Perform an hp test . The insulin pump will not be returned for analysis.